Manufacturer narrative:
Philips service replaced the amc triple servo drive hp-lp-lp and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that amc drive failure caused geometry blockage on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.